Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2016. During the above time period, the device records a manual power on lasting 15 minutes in duration. Later on the (B)(6) 2016 the device records a log entry of 10 minutes duration. The device performed all weekly auto self-tests between the 18th september 2016 to the 27th august 2017. Between the 2nd september 2017 and the 5th october 2017 the device records multiple manual power ons of 10 minutes duration. The device performs all weekly auto self-tests between the 8th october 2017 and the 12th november 2017. On the (B)(6) 2017 the device records a failed self-test due to a low battery, the user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. This would confirm the reported fault. An additional 2 log entries of nonsensical data were recorded on this date. Information from the history log show a significant decrease in voltage from the previous self-test. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.